Event description:
International affiliate reports the distal tip of the di final tightener broke off from the instrument during tightening of a set screw. The broken tip was recovered from the surgical site. The difficulty resulted in a delay to the procedure of approximately twenty minutes.

Manufacturer narrative:
Visual inspection of the returned di final tightener found four lugs broken off from the distal tip of the returned device. It was noted upon further examination that the fractured surfaces had signs of plastic deformation in the direction of tightening. A review of the device history record found no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis found no observed trends for issues of this nature. Although the root cause cannot be positively determined, the noted material damage on the fractured surfaces suggests that the device underwent an unanticipated level of torsional shear stress during screw tightening, resulting in tip fracture. In the absence of an identified device manufacturing/release issue or an observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.